Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) review was completed, and there was no nonconformance found related to this event.

Event description:
It was reported that the patient has expired after an implant duration of 0.07 months. Patient also had five other products implanted. In the operative report of the procedure occurring two days before the patient's death, it was noted, that the patient tolerated the procedure and was brought to the intensive care unit in critical condition. Per the expiration discharge summary, the following was learned: upon presentation to the ICU, the patient developed significant hypotension and was re-explored. Patient continued to have significant amount of mediastinal chest tube output and developed new rectal bleeding. Patient had developing lactic acidosis. Additionally, the patient became unresponsive. It was felt that the gi bleeding was due to the systemic coagulopathy. Patient sustained a fibrillatory arrest and was unable to be resuscitated from it, despite open cardiac massage. The patient expired.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the surgeon (via fax), additional information, the operative report, and the expiration discharge summary was received. A device history record review is currently in process.